Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Controllers with inaudible "no power" alarms have the potential to cause death or serious injury. Inability to hear an alarm may result not being aware of a pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
A site reported that a controller did not display/sound a high priority alarm after a software upgrade. The device was exchanged by the physician with no reported patient issue or injury.

Manufacturer narrative:
Updated event: a site reported that a controller did not display/sound a no power alarm at all after a software upgrade when power was disconnected from the patient's primary controller. The device was exchanged by the physician with no reported patient issue or injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, con181350, was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed visual examination but failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal battery which drives the no power alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification for duration. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the reported event can be attributed to a faulty internal battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.